Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bushing. Unknown condyle. Unknown humeral component. Unknown ulnar component. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05830. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised 10 years post-implantation due to wear of the elbow bushing and fracture of a coupling pin. Revision operative report notes dark black material within the joint and synovitis. Attempts have been made and additional information on the reported event is unavailable.